Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and one battery were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed one instance logged on (B)(6) 2020 involving the battery where the battery¿s relative state of charge (rsoc) value was logged between 101 and 201, which is indicative of a communication error. Additionally, log file analysis revealed a controller power up and associated pump start event logged on (B)(6) 2020. The data point prior to the loss of power revealed that another battery was connected to power port one with 24% relative state of charge (rsoc) and the battery connected to power port two with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and a different battery was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for eleven seconds. As a result, the reported loss of power and communication error events were confirmed. A power source lubrication procedure had been performed on the battery in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Additional products: d4: (B)(6), h3: yes, h6: FDA method code(s): b17, b15, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system: battery. Model #: 1650; catalog #: 1650; expiration date: 31-may-2019; serial #: (B)(4); UDI #:(B)(4); device available for evaluation? No. Device evaluated by MFR.? No, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2018. Labeled for single use? No. (B)(4). Concomitant medical product: dvfb1d4 ICD and 6935m55 lead; implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of logfiles revealed an unexpected loss of power to the controller, and a communication error from the battery. The controller, and battery remain in use. No patient complications have been reported as a result of this event.